Event description:
Pt undergoing placement of peripherally-inserted central catheter, when flushed with 0.9% nacl, developed hypotension. Transported to ER where he remained orthostatic with systolic bp 40 mm hg lower than usual. Rhythm strip at scene demonstrated nsr 90 without arrhythmias.